Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding feeling too full, which occurred on the homechoice (hc) during use during dwell 2. The patient called complaining that his stomach hurt, he was bloated, and he was overfilled. The patient did not do any manual exchanges. The patient stated his peritoneal dialysis registered nurse (pdrn) changed his tidal volume to 90% while he was in therapy tonight. The patient's total volume equaled 10,000ml, the fill volume and last fill volume equaled 2000ml. The technical service representative (tsr) assisted the patient with a manual drain. The patient felt better after he started draining. The manual drain volume equaled 3397ml when the hc read stopped fill. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the pdrn on (B)(4) 2012, regarding the reported overfill event. The pdrn stated she had not been made aware of the event, and that she had an appointment with the patient. The pdrn stated she spoke with the patient today and the patient did not report any overfill issues. The pdrn stated as far as she knew the patient was continuing therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products.